Event description:
It was reported that material debris remained on the screws and screw rack. There was a delay of 5 min. An external system was used to complete the surgery (synthes).

Manufacturer narrative:
The reported event of the material debris observed on the screw cannot be confirmed since no screws have been received for investigation; however device inspection on the returned screw rack with lid variax elbow system has been performed and the blowups show some of the most evident debris presences in the rack holes. They are set at the holes edges and look attached to the rack itself, as if they were part of it. The detected particles are stuck to the tray and have very low dimension. It cannot be confirmed that the product was manufactured per specifications. Ncr/CAPA # (B)(4) has been opened to address the issue. Based on preliminary nc/CAPA investigation findings and risk assessment the health risk is confirmed acceptable. The biocompatibility has been assessed for the tray and found to be as per standards. There is no indication that the burrs would pose any additional hazards. The material is well known to be biocompatible. Due to the negligible impact and as there is no impact on the clinical outcome / intended use, the overall compliance concern is rated as low. External biocompatibility assessment is ongoing in order to find out whether the burrs at issue are dangerous for patients in case they are implanted together with the screws. Should additional investigation findings become available suggesting otherwise the investigation conclusion will be reassessed.

Event description:
It was reported that material debris remained on the screws and screw rack. There was a delay of 5 min. An external system was used to complete the surgery (synthes).

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.